Manufacturer narrative:
A supplemental medwatch report will be submitted at the completion of the investigation.

Event description:
It was reported that difficulties were encountered during deployment of the 6f angio-seal vip device. The anchor was placed and allegedly the device came apart. The physician suspects the anchor was deployed in the tissue tract. The physician cut the suture. The pt underwent surgery to close the arteriotomy. The anchor was not recovered. No long term pt consequences occurred. No angio-seal training documentation was on file for the physician. St. Jude medical product surveillance was made aware of the event 2008.